Event description:
New information received notes lead was explanted.

Event description:
No capture was reported. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.